Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was exhibiting oversensing of noise in the primary vector. Testing and manipulation of the system was performed, and the s-ICD was reprogrammed to the alternate vector. The s-ICD remains in service and no adverse patient effects were reported. Additional information provided from the field indicated the patient later received an inappropriate shock from their s-ICD due to t-wave oversensing and changes in amplitude morphology. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported.